Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer reported that the device had been exposed to sweat. Blood glucose level at the time of the incident was 428 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.